Event description:
It was reported that the patient was referred for removal of vns as it made seizures worse and that the device was only on for the first 6 months after implant and it has been off ever since. No known surgical intervention has occurred to date. No additional relevant information has been received to date.